Event description:
The pt alleged receiving an un-intended output during an electrotherapy treatment. The pt was being treated with the vms burst waveform. The selected protocol and parameters include a 2 second ramp, verse frequency of 5, 15 min cycle, 200 uses, cycle 5/5 for bilateral muscle spasm control. The tech had applied 4 - 2 3/4" electrodes to the pt's back. As the tech turned up the device, the pt rec'd a shock. The pt reported that the shock was short in duration. The pt's progression was not impeded as a result of the incident.

Manufacturer narrative:
This alleged incident is currently under investigation. Future results and findings will be communicated to the FDA via the form 3500a.